Event description:
It was reported that post implant, loss of capture was observed on the left ventricular lead. The pocket was reopened and the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.